Manufacturer narrative:
Spacelabs is evaluating this reported event and will file a supplemental report when our evaluation is concluded. Placeholder.

Event description:
Spacelabs received a report of failure to alarm for low spo2 on the central monitor. No one was injured as a result of this event.

Manufacturer narrative:
Onsite investigation of the involved devices by a spacelabs field service engineer (fse) confirmed the equipment performed to specifications. Spacelabs clinical education consultants (cec) were also onsite to review workflow. It was confirmed that the customer did not have the central monitor configured to accept spo2 alarms for display at a central monitor from bedside monitors. The fse and cec worked with the customer to configure and in-service the spo2 alarm feature for central monitors to resolve the customer issue. There was no equipment malfunction. This report is considered complete and the issue closed.

Event description:
Spacelabs received a report that command module model 91496 did generate low oxygen saturation (spo2) alarms at the bedside monitor; however no alarm was generated at the central monitor on (B)(6) 2014. No one was injured as a result of this event.